Event description:
It was reported that the patient with this left ventricular (lv) lead had exhibited infection. A revision was performed and the crt-p(cardiac resynchronization therapy pacemaker) along with the right ventricular (rv) lead, the right atrial (ra) lead and this left ventricular (lv) lead were explanted. Additional information indicated that the patient had pocket infection due to sepsis. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference reports; mw5155863 and mw5155864.